Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), uterine perforation ("perforation (uterus") and genital haemorrhage ("bleeding.") In a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation was done same day as essure placement" on (B)(6) 2013. The patient's past medical history included tia (tia (mini stroke)) in 2012. Concurrent conditions included reactive depression, attention deficit disorder and uterine bleeding. Concomitant products included medroxyprogesterone (depo provera) for heavy periods as well as acetylsalicylic acid (acetylsalicylic acid (> 100 mg)). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), migraine ("migraines/headaches,"), headache ("migraines/headaches,"), post ablation tubal ligation syndrome ("post tubal ablation syndrome"), genital haemorrhage (seriousness criterion medically significant) and adnexa uteri pain ("right ovarian pain"). The patient was treated with surgery (to remove the essure implant.) And surgery (hysterectomy, salpingectomy bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine perforation, headache, post ablation tubal ligation syndrome, genital haemorrhage and adnexa uteri pain outcome was unknown and the migraine had resolved. The reporter considered adnexa uteri pain, genital haemorrhage, headache, migraine, pelvic pain, post ablation tubal ligation syndrome and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: confirmation test did not work (B)(6) 2017, transvaginal ultrasound report: findings: bilateral essure implants are identified. The left implant has a normal appearance. The right implant appears angulated. On (B)(6) 2017, surgical pathology report: uterus and bilateral fallopian tubes: cervix without evidence of dysplasia, benign secretory endometrium and features suggestive of previous endometrial ablation. Myometrium within normal limits. Bilateral fallopian tubes within normal limits. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as uterine perforation. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as migraines/headaches, pain, perforation (uterus), other: post tubal ablation syndrome, bleeding, ablation was done same day as essure placement. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), uterine perforation ('perforation (uterus') and genital haemorrhage ('bleeding.') In a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation was done same day as essure placement" on (B)(6) 2013 and medical device monitoring error "I had an ablation at the same time as essure/ I had essure in 2013 and also had novasure ablation done on same day". The patient's medical history included tia (tia (mini stroke)) in 2012, painful periods, appendectomy and cholecystectomy. (B)(6) 2017, transvaginal ultrasound report: findings: bilateral essure implants are identified. The left implant has a normal appearance. The right implant appears angulated. (B)(6) 2017, surgical pathology report: uterus and bilateral fallopian tubes: cervix without evidence of dysplasia, benign secretory endometrium and features suggestive of previous endometrial ablation. Myometrium within normal limits. Bilateral fallopian tubes within normal limits. Previously administered products included for an unreported indication: prenatal multivitamins with folic acid. Concurrent conditions included reactive depression, attention deficit disorder, uterine bleeding and paratubal cyst. Concomitant products included medroxyprogesterone acetate (depo provera) for heavy periods as well as acetylsalicylic acid (acetylsalicylic acid (> 100 mg)), lisdexamfetamine mesilate (vyvanse) and prednisolone. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), post ablation tubal sterilisation syndrome ("post tubal ablation syndrome"), genital haemorrhage (seriousness criteria medically significant and intervention required), adnexa uteri pain ("right ovarian pain"), deafness ("I had a significant loss of hearing"), ear infection ("ear infection"), autoimmune disorder ("autoimmune disorder"), menopause ("early menopause") and scar ("scar tissue"). The patient was treated with surgery (hysterectomy, salpingectomy bilateral, to remove the essure implant. And underwent endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and migraine had resolved and the uterine perforation, headache, post ablation tubal sterilisation syndrome, genital haemorrhage, adnexa uteri pain, deafness, ear infection, autoimmune disorder, menopause and scar outcome was unknown. The reporter considered adnexa uteri pain, autoimmune disorder, deafness, ear infection, genital haemorrhage, headache, menopause, migraine, pelvic pain, post ablation tubal sterilisation syndrome, scar and uterine perforation to be related to essure. The reporter commented: she had a positive pregnancy test she thought it was a false positive. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: results: confirmation test did not work. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as uterine perforation. Most recent follow-up information incorporated above includes: on 26-nov-2019: plaintiff fact sheet was received. Event added from pfs- loss of hearing, ear infection, autoimmune disorder, ablation at the same time as essure, menopause, scar tissue. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), uterine perforation ('perforation (uterus') and genital haemorrhage ('bleeding.') In a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation was done same day as essure placement" on (B)(6) 2013. The patient's medical history included tia (tia (mini stroke)) in 2012, painful periods, appendectomy and cholecystectomy. *(B)(6) 2017, transvaginal ultrasound report: findings: bilateral essure implants are identified. The left implant has a normal appearance. The right implant appears angulated. On (B)(6) 2017, surgical pathology report: uterus and bilateral fallopian tubes: cervix without evidence of dysplasia, benign secretory endometrium and features suggestive of previous endometrial ablation. Myometrium within normal limits. Bilateral fallopian tubes within normal limits. Previously administered products included for an unreported indication: prenatal multivitamins with folic acid. Concurrent conditions included reactive depression, attention deficit disorder, uterine bleeding and paratubal cyst. Concomitant products included medroxyprogesterone acetate (depo provera) for heavy periods as well as acetylsalicylic acid (acetylsalicylic acid (> 100 mg)) and lisdexamfetamine mesilate (vyvanse). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), post ablation tubal sterilisation syndrome ("post tubal ablation syndrome"), genital haemorrhage (seriousness criteria medically significant and intervention required) and adnexa uteri pain ("right ovarian pain"). The patient was treated with surgery (hysterectomy, salpingectomy bilateral, to remove the essure implant. And underwent endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and migraine had resolved and the uterine perforation, headache, post ablation tubal sterilisation syndrome, genital haemorrhage and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, genital haemorrhage, headache, migraine, pelvic pain, post ablation tubal sterilisation syndrome and uterine perforation to be related to essure. The reporter commented: she had a positive pregnancy test she thought it was a false positive. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: results: confirmation test did not work. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as uterine perforation. Most recent follow-up information incorporated above includes: on 19-nov-2019: new pfs received- outcome of event pain from unknown to recovered/resolved was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.